Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported using tampons for a few months regularly. Tampons would unroll upon removal, no leaks or discomfort. One day consumer experienced a very strong pain while using a tampon and indicated she found an open staple inside. She continued use and noticed that a small part of the tampon remained inside her which she was able to remove. With use of another tampon, she experienced very strong pain again, no staple found. She discontinued use.